Event description:
Asku

Event description:
Malfunction of the right ventricular lead and defibrillator generator were reported. The right ventricular lead was fractured. The right ventricular port of the defibrillator generator encountered noise and high impedance. The lead and device were replaced. No patient complications have been reported as a result of this event. Further information received from an attorney alleges patient 'suffered physical and other injury as a result of the recalled lead.' The lead fractured, and the patient 'experienced inappropriate and/or excessive shocking, or failure to receive therapeutic shocks.' Each of which have required patient to seek medical intervention resulting in replacement or removal of the defective lead. Attorney also alleges the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages", as well as physical manifestations of emotional distress.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.